Event description:
The customer reported that the unit would not finish powering up. He stated that the start-up screen flashed on and off, the unit's rfu indicator displayed a red x, and the unit never finished booting up.

Manufacturer narrative:
This complaint is still under investigation.